Event description:
On (B)(6) 2019, increased sensing measurements were confirmed via regular monitoring data. Noise was recorded, therefore an in-office follow up was organized. Some checks were performed (pocket, moving arms etc.) However noise could not be reproduced. A high rate non sustained ventricular tachycardia was also detected. On (B)(6) 2019, this lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. During the visual inspection multiple signs of wear along the lead fragment were noted. Particularly on the distal part of the lead, near the rv shock coil the insulation was found worn through which can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues during the implantation time of 11 years should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore deformations of the svc shock coil and a cut in the insulation was found which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.